Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that device interrogation revealed the left ventricular lead exhibited loss of capture. X-ray revealed the lead was dislodged. On (B)(6) 2016, during lead revision procedure, upon flushing the lead an insulation anomaly was noted on the lead. The lead was explanted and no new lead could be implanted due to patient anatomy. The patient was fine before and post procedure.